Event description:
Discovered during the end of a breast oncology (sentinel node/axillary dissection) procedure that patient had a burn to their arm. Burn likely attributed to saline run off during device utilization, specifically that the hot saline ran along the retractors and pooled on the patient's arm resulting in a burn. Patient burn treated with topical measures.

Manufacturer narrative:
Product event#(B)(4) investigation plan: visual inspection functional inspection (if applicable) lhr review testing performed: complaint device: device: aqm generator product code (sku): 40-402-1 serial / lot number: (B)(4).

Event description:
Discovered during the end of a breast oncology (sentinel node/axillary dissection) procedure that patient had a burn to their arm. Burn likely attributed to saline run off during device utilization, specifically that the hot saline ran along the retractors and pooled on the patient's arm resulting in a burn. Patient burn treated with topical measures.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation code (method): generator return anticipated but not yet received for analysis. Evaluation code (result): generator return anticipated but not yet received for analysis. Evaluation code (conclusion): generator return anticipated but not yet received for analysis. (B)(4).